Manufacturer narrative:
It was previously reported in section d1 that the device is a trilogy 202.section d1 has been amended to reflect the device is a trilogy 200. It was previously reported in section g5 that the device's 510 k number is k093905. Section g5 has been amended to reflect the correct 510k number of k093416.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board and power management board need replaced to address the issues.